Event description:
It was reported that the s1 screws are broken, both left and right screws and pl cage migrated out of the disc space.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the device was inspected and confirmed to be fractured. According to the intake information, the device was implanted on (B)(6) 2012, meaning the device was implanted over 18 months. Furthermore, reviews of similar complaints that have had a material analysis performed on them were determined to be due to fatigue breakage. Conclusion: the length of implantation suggests that the most likely cause of the reported event is a fatigue fracture.

Event description:
It was reported that the s1 screws are broken, both left and right screws and pl cage migrated out of the disc space.